Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent a hardware removal due to a plate breakage at physical therapy. Patient consequences were reported. Concomitant devices reported: unk - screws: locking(part# unknown, lot# unknown, qty unknown). This report is for (1) 2.7/3.5 va postlat dhp 9h/lt/153-xlng. This is report 1 of 1 for complaint (B)(4).